Manufacturer narrative:
The lot number is unk, therefore, the date of MFR can not be determined. The tube was discarded, therefore, unavailable for failure investigation.

Event description:
The customer reported leakage occurred around the pilot balloon during use on the pt. The pt was re cannulated. The tube and its lot number are not available because the home-care pt discarded them. The prior-to-use inspection had been performed.